Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred due to external force applied to the distal end. Chapter 3 (section 3.2) of the instructions for use identifies the following verbiage, which confirms the phenomenon may be detectable: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities".

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed; inspection of the device found a cracked c-body.

Event description:
A user facility reported to olympus a scope malfunction. The problem, as reported to olympus, was identified during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.